Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1113mg/dl and diabetic ketoacidosis. Reportedly, the pump ran out of insulin. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, customer had a pacemaker inserted as a result of the reported issue. Customer declined troubleshooting with tandem technical support, or to provide additional information.